Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the screen of insulin pump had scratches and they were unable to read. Customer also reported that insulin pump had time clock anomaly and no delivery alarm. Self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no time/clock anomaly noted during test. Device received with minor scratched lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.